Event description:
It was reported that an peritoneal dialysis (pd) patient experienced peritonitis, manifested by fever. The cause of the peritonitis event is unclear, however it was reported that the peritonitis "might have been caused by using the iodine caps". It was further reported that the sponge in two minicaps "had turned black". The patient was hospitalized and treated with unspecified intravenous antibiotics. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device and two companion samples were received for evaluation. Visual inspection of the actual device observed that the color of the sponge in the cap was found to meet specification. No additional device was identified. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Chemical testing was performed on the two companion samples. There were no issues observed during the testing. The reported condition of sponge turned black was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.